Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had ongoing issues with their therapy. They ended up seeing their managing physician who changed the program back to the original one, which resolved the issue. The patient had therapeutic effect until about last week, when their bladder started acting up. They were fine while sitting, but when they stood up urine gushed out of them and they could not believe their bladder could hold so much. They were not feeling stimulation at the time of the report, they were able to increase stimulation to a comfortable level on the call. It was recommended they monitor symptoms. Additional information was received on 2022-09-30 and patient reported that t hey have the device implanted to help with both bladder and bowel control. However, since the day before yesterday, they have been having an issues with no therapeutic effect with the bowels. Pt states the bowels just pour out when they stand up. Pt states they don't even want to go out of the house. Pt states it was helping the bladder however. Pt states they decided to increase it and so far they have not had a bowel movement and are a little concerned they are retaining too much urine. Pt states they are currently transitioning to a new doctor and doesn't see dr. Until (B)(6) 2022. Pt services reviewed option to decrease stimulation to try and find a "happy medium" if they feel the therapy is helping too much with their increase they recently made. Pt services also reviewed pt had the option to switch programs if the doctor is ok with that. Pt services showed pt how to change programs too. Patient will maintain stimulation level and will continue to track symptoms. Pt states they will continue to monitor things and if needed they will start by decreasing stim a little to see if this helps.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient's healthcare provider had moved, and they couldn't get an appointment until december. The patient reported they had experienced urinary retention before the device and the retention has not worsened as a result of the device or therapy.

Manufacturer narrative:
H10: review of this MDR and additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that h6 codes are updated to align with the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.